Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer addressed low bg by consuming glucose tablets. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings and was advised to reach out to their health care provider.